Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, pregnancy (2 pregnancy live birth) and miscarriage (one miscarriage before essure). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced vaginal discharge ("vaginal discharge"), diarrhoea ("gastrointestinal conditions") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), fatigue ("fatigue"), mood swings ("hormonal changes: mood swings"), nausea ("nausea") and migraine ("migraines / headaches"). In (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2007, the patient experienced visual impairment ("vision problems") and was found to have weight increased ("weight gain"). In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), hypersensitivity ("hypersensitivity"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous ("miscarriage"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), dermatitis allergic ("rash/skin condition"), arthritis ("arthritis"), chronic obstructive pulmonary disease ("chronic obstructive pulmonary disease"), vaginal infection ("vaginal infection"), headache ("headaches"), nervous system disorder ("neurological condition/problem"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdominal pain"), vision blurred ("blurry vision") and night blindness ("night blindness"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, pelvic pain, abdominal pain, metrorrhagia, dermatitis allergic, hypersensitivity, arthritis, chronic obstructive pulmonary disease, psychological trauma, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, diarrhoea, alopecia, mood swings, headache, nausea, nervous system disorder, visual impairment, weight increased, vaginal haemorrhage, female sexual dysfunction, migraine, allergy to metals, dyspareunia, abdominal pain lower, vision blurred and night blindness outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, arthritis, back pain, bladder disorder, chronic obstructive pulmonary disease, cystitis, dermatitis allergic, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, nausea, nervous system disorder, night blindness, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for arthritis and chronic obstructive pulmonary disease, psych injury, migration, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: pfs received- new event blurry vision and night blindness were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, pregnancy (2 pregnancy live birth) and miscarriage (one miscarriage before essure). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced vaginal discharge ("vaginal discharge"), diarrhoea ("gastrointestinal conditions") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), fatigue ("fatigue"), mood swings ("hormonal changes:mood swings"), nausea ("nausea") and migraine ("migraines / headaches"). In (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2007, the patient experienced visual impairment ("vision problems") and was found to have weight increased ("weight gain"). In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), hypersensitivity ("hypersensitivity"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous ("miscarriage"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), dermatitis allergic ("rash/skin condition"), arthritis ("arthritis"), chronic obstructive pulmonary disease ("chronic obstructive pulmonary disease"), vaginal infection ("vaginal infection"), headache ("headaches"), nervous system disorder ("neurological condition/problem"), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, pelvic pain, abdominal pain, metrorrhagia, dermatitis allergic, hypersensitivity, arthritis, chronic obstructive pulmonary disease, psychological trauma, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, diarrhoea, alopecia, mood swings, headache, nausea, nervous system disorder, visual impairment, weight increased, vaginal haemorrhage, female sexual dysfunction, migraine, allergy to metals, dyspareunia and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, arthritis, back pain, bladder disorder, chronic obstructive pulmonary disease, cystitis, dermatitis allergic, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for arthritis and chronic obstructive pulmonary disease, psych injury, migration, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: pfs receive- new events abnormal bleeding (vaginal), pregnancy, miscarriage, device ineffective, apareunia (inability to have sexual intercourse), migraines / headaches, nickel allergy, dyspareunia (painful sexual intercourse) and lower abdominal pain were added. Hormonal imbalance was updated into mood swings and gastrointestinal disorder was updated into diarrhea. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, pregnancy (2 pregnancy live birth) and miscarriage (one miscarriage before essure). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced vaginal discharge ("vaginal discharge"), diarrhoea ("gastrointestinal conditions") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), fatigue ("fatigue"), mood swings ("hormonal changes:mood swings"), nausea ("nausea") and migraine ("migraines / headaches"). In (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2007, the patient experienced visual impairment ("vision problems") and was found to have weight increased ("weight gain"). In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), hypersensitivity ("hypersensitivity"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous ("miscarriage"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), dermatitis allergic ("rash/skin condition"), arthritis ("arthritis"), chronic obstructive pulmonary disease ("chronic obstructive pulmonary disease"), vaginal infection ("vaginal infection"), headache ("headaches"), nervous system disorder ("neurological condition/problem"), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, pelvic pain, abdominal pain, metrorrhagia, dermatitis allergic, hypersensitivity, arthritis, chronic obstructive pulmonary disease, psychological trauma, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, diarrhoea, alopecia, mood swings, headache, nausea, nervous system disorder, visual impairment, weight increased, vaginal haemorrhage, female sexual dysfunction, migraine, allergy to metals, dyspareunia and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, arthritis, back pain, bladder disorder, chronic obstructive pulmonary disease, cystitis, dermatitis allergic, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for arthritis and chronic obstructive pulmonary disease, psych injury, migration, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), arthritis ("arthritis"), chronic obstructive pulmonary disease ("chronic obstructive pulmonary disease"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological condition/problem") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, dermatitis allergic, hypersensitivity, arthritis, chronic obstructive pulmonary disease, psychological trauma, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, arthritis, back pain, bladder disorder, chronic obstructive pulmonary disease, cystitis, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for arthritis and chronic obstructive pulmonary disease, psych injury, migration, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test (unspecified)bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event injury were updated to new events dysmennorhe (cramping), pelvic pain, abdominal pain, back pain,menorrhagia (heavy menstrual bleeding, metrorrhagia (bleeding between periods), general abnormal bleeding, rash/skin condition, hypersensitivity,arthritis and chronic obstructive pulmonary disease, psych injury, migration, urinary tract infection, urinary tract disorder, vaginal infection, vaginal discharge, bladder infection, bladder problems, fatigue, gi conditions, hair loss, hormonal changes, headaches, nausea, neurological condittion/problem, vision problems, weight gain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.